Event description:
While attempting to insert a temporary dialysis catheter, physician cannulated the vein and threaded the catheter but was unable to retract stylus. Attempted x 2 with two different acute dual lumen catheter kits with the same results.